Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recy6154 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the sherlock not picking up accurate reading. The inserter had to perform multiple passes to get in correct positioning. The stylet was kinked at the tip upon inspection post-procedure. No other information was provided.